Event description:
It was reported that this right ventricular (rv) lead had break/fractured. Additionally, this lead was difficult to extract. This lead was surgically abandoned. No additional adverse patient effects were reported.